Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to deploy include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an multi access arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 8f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, three prostyle devices misfired (two in the lfca and one in the rcfa). The suture of two new prostyle devices were successfully pre-placed at both access sites. The sheath in the lcfa was upsized to 12f, and the sheath in the rcfa was upsized to 16f. The procedure was completed and hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.